Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported needing assistance with a supply change. During the process with a steel infusion set and prefilled cartridge, the user noted no drops while filling tubing and observed leakage from the cartridge. The user was guided to reinstall the cartridge while inside the device. Supplies were replaced, and no further issues were observed. Blood glucose was not affected.